Event description:
Customer reported via phone call to have received a button error alarm. Customer states insulin pump may have been exposed to moisture by wearing pump close to the body. Customer's blood glucose was 148 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Loud vibration noted during testing due to adhesive not adhering properly in vibrator motor housing. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.